Event description:
Implant date: 2000. Patient complained of pain. It was discovered after surgery, at an unknown date, that there was a broken screw and a pseudoarthosis. Device explanted at an unknown date.